Manufacturer narrative:
On (B)(6) 2017, biosense webster received additional information regarding this event: the catheter was withdrawn from the patient without any difficulty. The condition of the catheter was not noticed prior to use, but was found upon withdrawal. The sheath in use was a st. Jude medical fixed bend swartz. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). The returned device was visually inspected, and white material was stuck underneath the first electrode. Scratches and abrasions were also observed on the pebax. No evidence of perforation was observed. Fourier transforms infrared spectroscopy (ft-ir) analysis was performed in order to identify the type of foreign material, and the results demonstrated that the material is primarily composed of polyethylene, with barium sulfate as a second compound. The outer diameters of the catheter were measured, and all were found within specifications. Per the reported event, the catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed, and the root cause of the electrode damage cannot be determined.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter where a magnetic sensor error occurred. During the procedure, the error occurred, and the catheter was replaced. The case continued without patient consequence. On 1/24/2017, the biosense webster failure analysis lab received the device, and it was found that the proximal side of the first electrode had white plastic material stuck underneath it. Additionally, the clear sensor sleeve was scratched and damaged. It is not known if the catheter was withdrawn from the patient with any difficulty, or if the catheter condition was noted prior to use or upon withdrawal. The sheath in use at the time of the event is also unknown. Though the clear sensor sleeve was damaged, there was no evidence that the integrity of the catheter had been compromised. The potential that this issue could contribute to an adverse event is remote. This is not an MDR reportable finding. However, the presence of the foreign white plastic material can cause embolism or stroke. As a result, this event is MDR reportable. The awareness date for this complaint file is 1/24/2017, as that is when the reportable lab findings were discovered.